Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at multiple occurrences of the tubing separating from the smartsite y-body causing medication to leak onto the floor. The customer stated that some of the separations occurred during patient use and other separations occurred prior to patient use. The customer reported a total of six separation events. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report; disregard file, it was opened in error.

Event description:
The customer reported at multiple occurrences of the tubing separating from the smartsite y-body causing medication to leak onto the floor. The customer stated that some of the separations occurred during patient use and other separations occurred prior to patient use. The customer reported a total of six separation events. There was no report of patient harm.